Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, interrogation with this device was unsuccessful. Two separate programmers were used; however telemetry establishment remained absent. Technical services was called to assist and provided direction for a device reset via a magnet application, at which time the field was able to successfully establish telemetry and complete the follow-up: a software upgrade was also completed. Root cause of the initial connection issues, remained unknown however, data was sent for a technical services evaluating. Engineers were able to conclude that the difficult interrogation was related to the need for the device to align memory data (calibration constants) used to establish its telemetry communication. Performing the magnet reset as instructed, forced the device to perform a normal memory check and restart normal telemetry communication. The device remains implanted and in service; no adverse patient effects and no system changes were required.